Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that upon powering on their aic (automated impella controller) to check for updates, the console displayed a system self check failure. There was no patient involvement at the time of the noted issue.